Event description:
It was reported that "doctor found broken clip (1 unit) and green foreign material during procedure. Broken clip and foreign material were removed well." Additional information received sates that "hcp picked green substance and removed it from patient cavity. No need to use new clip to resolve it". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. It was observed that the green foreign material in the photo appeared consistent with the material of the returned cartridge. The customer also returned one cartridge from one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. Three clips were remaining in the cartridge. The cartridge was visually examined with and without magnification. Visual examination revealed gouge marks and biological material on the returned cartridge. No other defects or anomalies were observed. R & d engineering was consulted for this complaint issue. According to r & d, the gouges and green plastic shavings on the cartridge are consistent with the use of improper technique or misaligned appliers during loading. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All remaining clips were able to properly load into the jaws of the applier and were successfully applied to overstressed surgical tubing. No functional issues were found with the returned clips. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint was not confirmed based upon the sample received. One cartridge with three clips remaining was returned. Gouge marks and biological material were observed on the returned cartridge. R & d was consulted for this complaint, and it was determined that the observed damage and plastic shavings are consistent with the use of improper technique or misaligned appliers. Therefore, based upon the returned sample, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "doctor found broken clip (1 unit) and green foreign material during procedure. Broken clip and foreign material were removed well." Additional information received sates that "hcp picked green substance and removed it from patient cavity. No need to use new clip to resolve it". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.